Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that during the procedure, the 2.5 x 15 mm trek dilatation catheter was advanced into the proximal circumflex artery and placed at mid lesion. The balloon was inflated quickly to 8 atmospheres (atm) and the balloon moved forward into the mid circumflex artery. Total inflation time was 14 seconds. The balloon was then deflated and re-positioned. The balloon was slowly inflated a second time to 13 atm, for a total inflation time of 33 seconds. The balloon remained stable and dilatation was complete. The physician deployed a 2.75 x 15 mm vision to complete the procedure. There was no clinically significant delay and no adverse patient effects. No additional information was provided.